Manufacturer narrative:
Additional information was added to D4: Expiration Date, H6, and H11:Correction made to D4: Serial No.: (b)(6) (previously submitted as (b)(6).H11:A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.